Event description:
End-user sent an email reporting they had found blood on their syringes. Photos had been provided by the end-user. The end-user was contacted and stated they purhased their syringes on amazon through a vendor titled mh health. The end-user also stated that the syringe packaging had not appeared to be tampered with in any manner. The vendor was contacted next. The vendor stated there were no syringe returns accepted and at not point syringe polybags tampered with.

Manufacturer narrative:
Manufacturing processes reviewed to determine if root cause was made during manufacturing process. No red liquids are used during the manufacturing process. Photos provided by end-user show red liquid present on the top on the barrel near the plunger, inside the barrel, in the hub cap, and droplet still on the needle. Manufacturing provided the following statement upon review of the photo: "from this photo we see liquid drops still on the needle, if it is blood, after such long transportation, it will be dried on the surface but not drops. And there are liquid in the hub gap and also a little red liquid in the barrel, it seems that the syringe is immerse into the liquid to draw." A "long transportation time" can be better defined as roughly 30 days. This is the time used to deliver products to warehousing premises via ocean-bound freight. Full investigation of manufacturing process and warehousing processes was conducted to try and find the root cause of the contamination issue. Upon completing the investigation, there were not findings that might cause or indicate contamination.

Manufacturer narrative:
Manufacturing processes reviewed to determine if root cause was made during manufacturing process. No red liquids are used during the manufacturing process. Photos provided by end-user show red liquid present on the top on the barrel near the plunger, inside the barrel, in the hub cap, and droplet still on the needle. Manufacturing provided the following statement upon review of the photo: "from this photo we see liquid drops still on the needle, if it is blood, after such long transportation, it will be dried on the surface but not drops. And there are liquid in the hub gap and also a little red liquid in the barrel, it seems that the syringe is immerse into the liquid to draw." A "long transportation time" can be better defined as roughly 30 days. This is the time used to deliver products to warehousing premises via ocean-bound freight.

Event description:
End-user sent an email reporting they had found blood on their syringes. Photos had been provided by the end-user. The end-user was contacted and stated they purchased their syringes on (B)(6) through a vendor titled (B)(6). The end-user also stated that the syringe packaging had not appeared to be tampered with in any manner. The vendor was contacted next. The vendor stated there were no syringe returns accepted and at not point syringe polybags tampered with.